Manufacturer narrative:
The investigation into the aic - system self-check error has been completed since the original report was filed. The console was returned and tested after arrival and the failure mode was reproduced; when the console was turned on, it immediately output a system self-check fail. The cause of the aic issue was contamination of a communication line.

Event description:
The user facility reported a 62-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. It was reported that the automated impella controller (aic) had a self-diagnosis failed screen. The aic was replaced successfully.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.